Manufacturer narrative:
Greatbatch medical confirms that the pin is broken. The break comes mainly from a sharp angle (fracture initiation) and a material too brittle. The material of the pin was changed and a radius (limiting fracture initiators) was added. Risk analysis of this product was reviewed. Visual inspection of the weld depth determined it may have been attributed to incorrect setting of the welder. Corrective action was taken including validation of the welding process parameters. Further testing was completed of the validated parameters and deemed the corrective action effective. There have been no other reports of this malfunction involving product manufactured after the corrective action implementation. No further investigation is required. The information was provided by (B)(4).

Event description:
It was reported that during an unknown patient procedure the pin was observed broken. There were no adverse events reported as a result of this malfunction.